Event description:
During a laparascopic surgery, the tip of an optical trocar detached from the device inside the patient. The surgeon palpated and xrayed the abdomen in an unsuccessful attempt at locating the tip. The patient has reported no adverse effects.